Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Section was left blank as the customer's weight is unknown. The model # was not provided.

Event description:
A (B)(6) customer obtained blood glucose readings of greater than 600 mg/dl and 545 mg/dl on a contour next link 2.4 meter. The customer performed retesting on her father's monitoring system (unknown device) and obtained a reading of 130 mg/dl. The customer did not feel any symptoms of hyperglycemia. The customer indicated that normally when her blood glucose values are this high she feels thirsty and dizzy. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.